Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had less than half a year remaining and was in retry. However, when the auto capture and output was fixed to 2.4 volts the battery longevity showed two and a half years. Boston scientific technical services (ts) then explained that when device was no longer in retry, its longevity would increase however it was unusual that this pacemaker would increase up to two years. Ts then further explained device longevity calculation. To date, this pacemaker remains in service. No adverse patient effects were reported.